Event description:
Facility alleges plastic leur end of needle reported from silastic tubing. Rn reports incident occurred one hr into treatment. Estimated blood loss > 150 cc. Pt recannulated. No further problem reported.